Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a.2., b.3., b.5., b.6., d.1., d.2., d.4., d.6., d.7., g.1., g.3., g.5., h.4., h.6.

Event description:
Healthcare professional additionally reported seroma-late and wrinkling. Additionally, patient reported "leave work unexpectedly," "financial loss," "emotional upheaval," and "risk of undergoing a new surgical procedure" (explant).¿ the device was explanted.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.